Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event: "unknown" (no code available). Product problem: "blue microfibers in the eye" (foreign material present in device). Pharmacist reports that during 3 cataract procedures, blue microfibers coming from the drapes were noticed in pt's eyes at the end of the surgery. There is no clinical consequences reported, but the following were mentioned: increased surgical risk and risk of post operative secondary endophthalmitis. Additional follow-up info has been requested.